Event description:
It was reported that the patient had surgery/revision yesterday. It was stated that a lead wire was not working, but it was unknown what the surgery corrected or what was done. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received indicated that when the neurostimulator had been removed to be replaced in a different location, connection with new lead placed had not been able to be reestablished. The screwdriver could not "make connection," and the new neurostimulator had to be placed. No abnormal impedances were reported. The event was not due to programming/programmer. Surgical replacement occurred on 2012-(B)(6). The neurostimulator and the lead were replaced. The device was replaced since it had become obsolete with no improving patient symptoms. Patient's condition was reported as "non-serious illness/injury."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# v735309 serial#, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).